Event description:
Per the clinic, the patient was taken to the hospital (specific date not reported) for wound treatment after sustaining trauma to the cochlear implant side of the head. The patient was also treated with antibiotics (type not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported and the implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.